Event description:
It was reported that iron tip at end of charging cable detached, remained stuck in pump usb port, and prevented pump from being charged, although pump battery was fully charged at time of report. There was no reported impact to the customer¿s blood glucose level. Customer contacted support and healthcare provider, arranged for use of multiple daily injections, and pump was confirmed within warranty, placed in storage mode for return, and replaced with another pump, with instructions given to return problematic pump to tandem.